Manufacturer narrative:
This submission does not constitute a determination or admission that the device has malfunctioned or that the device was related to a death or injury.

Event description:
It was reported that product usually has a lot # on it and it was completely blank, on one side it has a square and has cycle #s on it, but no material, reference# or expiry date. They are unable to accept the product since they are not sure what was inside of it.